Manufacturer narrative:
The device involved in the reported event will not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer for additional information. Once the information has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic coil could not detach. Prior to the event, a 5mm medtronic coil was placed in the aneurysm. Then the medtronic 4mm coil (the reported device) was placed in the aneurysm and an attempt was made to detach it with the instant detacher, but it failed to detach. An attempt was made to detach the coil using the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use), but that also failed. The coil was removed from the patient and the procedure was completed by successfully implanting four (4) more medtronic coils. No patient injury was reported as a result of the event. The same detacher was used for all the coils except for the one used with the reported coil. The patient was undergoing embolization treatment of a ruptured amorphous aneurysm with 5mm diameter located in the left internal ca rotid-posterior communicating artery (ic-pc). The size of the neck was unknown. The blood flow was normal and the vasculature was normal in tortuosity. The physician attempted to detach the coil with the instant detacher several times, but did not attempt to use a new detacher. Detachment with manual method was attempted only once. The instant detacher will not be returned as it was discarded. Ancillary devices: chikai 14 guidewire, headway 17 microcatheter, fubuki 5f sheath.

Manufacturer narrative:
Updated sections: b5: additional event details. H6: changed device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information: instant detacher was used for several times, and manual method was used only once. It is unknown if the pushwire was damaged.